Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) all-in-one containers were leaking when removed from the secondary packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A photograph of a sample was provided for evaluation. Visual inspection of the photograph revealed a leak between the bag port and the blue bag connector. The reported condition was verified for the first sample. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. One actual sample was received for evaluation; however, analysis of the bag could not be performed due to contamination. The reported condition could not be verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.